Event description:
It was reported that this pacemaker exhibited a signal artifact monitor (sam) episode with oversensing of noise in its device history. Boston scientific technical services provided troubleshooting options and the pacemaker remains in service. No adverse patient effects were reported.